Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads had moved down and the patient was not able to get coverage. It was stated that the patient was now doing well.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that there was a lead revision for the spinal cord stimulation (scs) system because the patient wasn¿t getting good coverage with the scs. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.